Event description:
The patient is a female of average height and weight. Patient was first treated approximately 4 months prior to the revision surgery. The original surgery was treatment for si join pain and 2 ifuse devices were implanted in the right si joint. According to the surgeon, initially the patient was pain free, but patient developed pain consistent with l5 nerve root impingement, and that the patient did not follow weight bearing protocol and started running in 2 weeks. Subsequent imaging showed that the superior implant was breaching the right ala cortical wall and impingement on the l5 nerve root. The patient was referred to a surgeon who could take advantage of 3d fluoro imaging and 3d navigation for the revision surgery. One implant was explanted and replaced. The new implant was inserted in a new location that was more posterior and inferior. Also, the angle was parallel to the ala and s1 end plate. The 3d imaging verified a safe location for the new implant. Bone graft was inserted in the void left behind by the removed implant.

Manufacturer narrative:
A returned product analysis is being performed by (B)(6) (a consulting company). However, the assessment performed by (B)(6) is to gather information regarding boney ingrowth on the implant only. In addition, the failure mode and effects analysis, the instructions for use and the surgeon training didactic were reviewed. Based upon the complaint information and investigation, there is no evidence to suggest that the device was out of specification. The most probable root cause for the implant removal is malposition of the superior ifuse implant.